Event description:
A malfunction alarm was reported when the customer's pump started, leading to repeated alarms after attempts to restart. There was no information regarding the impact on the customer's blood glucose level. The customer was advised to return the device for further assessment and a replacement pump was provided.